Event description:
It was reported that this was a venous closure of a common femoral vein using a prostyle device after an ablation procedure with a 6f sheath. Reportedly, three procedural sheaths were placed for the procedure which was completed. The first prostyle suture was deployed in the most proximal puncture site and was thought to have punctured the second procedural sheath. The device was stuck. The patient was sent to surgery where a surgical cut down was performed at the second puncture site. The suture was noted to have punctured the second puncture site sheath. The suture was cut and the prostyle device was removed. The procedure was completed with manual compression achieving hemostasis in the first puncture site and surgical suturing in the second puncture site. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that can contribute to the device caused damage, include, but are not limited to, the insertion angle or rotation angle of the device was insufficient and anatomical interference with either device during placement to cause interaction between devices. Factors that may contribute to a device entrapment include but are not limited to; tissue or suture caught in the foot, or posterior cuff partly deployed in the foot. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: adverse event problem - update to type of investgation, investigation findings, and investigation conclusions codes which were inadvertently left off of the previous report. H10: mfg narrative - update to include mfg narrative which was inadvertently left off of the previous report.